Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. Corrected fields: g4 and h8. The investigation will be performed based on the provided information by the customer and regional repair center and olympus was not able to confirm the customer failure. In addition, the following reportable malfunction was identified during the device evaluation: the video cable is broken and therefore the image is not displayed. A root cause could not be identified and not problem found. And for the newly identified malfunction mentioned above, is the cause linked to device but unable to trace more specifically should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope experienced a green flashing stripe appears on the screen as soon as it is switched on, during a set up/inspection. There were no reports of patient harm.